Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the post sensed t wave oversensing was not on the ventricular lead. Patient received inappropriate hv therapy. Since patient presents with t-waves that are, at times, the same size as the ors, evaluating the lead position at the device change out was recommended.